Event description:
The customer reported that the system was shutting off on it's own. The fse noted communication errors. This error may result in a system lock up. No boot or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced and the high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.